Event description:
Caller stated that the cords are cheap and keep breaking on her.

Manufacturer narrative:
Our inspection found spot that is cracked on the cord and the wire was showing. The cord appears brittle in areas suggesting it was used in a manner that does not conform to the instructions for use.